Event description:
The customer reported that during a radio frequency ablation procedure, water leaked from the needle. Since cooling was functioning fine, the doctor continued and completed the session with the same needle. The patient was reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.